Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted one sutures and one needle. One needle was received broken at the swage. Upon microscopic inspection, normal crimp and swage marks were observed on the needle. As no sealed samples were returned, a bend moment test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle broke during closure on an open maxillofacial. They needed more time to find the part of the needle under the patient's skin. The surgeon found the needle in the patient's cheek and the case was completed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle broke during closure on an open procedure. They needed more time to find the part of the needle to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle broke during closure on an open maxillofacial. They needed more time to find the part of the needle under the patient's skin. The surgeon found the needle in the patient's cheek and the case was completed. There was no patient injury.